Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 400mg/dl but less than 500mg/dl associated with a leak issue. There were no reported signs or symptoms of hyperglycemia. Details regarding the leaking were not provided, and troubleshooting could not be completed at the time of initial contact. Customer technical support has made attempts to contact the reporter for additional information and troubleshooting, without success. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that there was a leak issue with the pump that affected insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings:a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity related to the complaint observed in the black box or download history. Additional testing could not be completed due to an unrelated failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.